Event description:
Surgeon had difficulty reprogramming an implanted valve using the hakim programmer. Reports programmer was sluggish and made odd noises. Eight x-rays were required to confirm reprogrammed setting.